Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-(B)(6). Sn: (B)(6). The returned ipg was analyzed and found that the ipg was charged fully from its hibernation state. The charging time was within the expected range which was about three hours with stimulation off. A review of the patients data indicated that the battery depletion rate was within the expected range and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes that the reported event was confirmed. The device was implanted in 2015. Labeling review found that over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.